Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010. This reported lot number is subject to the recall initiated february 8, 2010.

Event description:
According to the reporter: the tack did not release when deployed. A new device was opened to complete the case. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.